Event description:
A customer reported having difficulty making the connection between the minicap transfer set and the titanium adapter. This event was noted prior to patient use. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Follow-up with the reporter found that the involved titanium adaptor was still in use; the issue was resolved by replacing the transfer set. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for lot number h13e02083 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.